Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error alarm during priming. No further information provided.

Manufacturer narrative:
The pump passed the displacement test. However, the pump had a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the reservoir tube window corners, minor scratches on the lcd window and a cracked reservoir tube lip.